Event description:
It was reported that one screw broke and one screw dislocated post-operatively. Due to a herniated disc, the pt underwent a single level fusion surgery at l5-s1 using pathfinder nxt screws and rods. Four months post-op, the pt complained of left buttocks pain. MRI showed a broken screw at the right s1 and a dislocated screw at the left l5. The pt indicated no falls and was compliant with post-operative instructions. The pt is currently stable and no longer complaining of pain. No revision surgery is planned and the pt will continue to be monitored.